Event description:
The device was removed from the patient and another device implanted due to malfunction - would not inflate.

Manufacturer narrative:
Cylinder had a wear leak. Cylinder had pressure leakage through pump valve.